Manufacturer narrative:
.

Event description:
On (B)(6) 2014 it was reported that the patient underwent prophylactic generator replacement. It was reported that the explanted product could not be returned for product analysis as the hospital discarded it. Good faith attempts for further information from the physician were unsuccessful.

Event description:
On (B)(6) 2014 clinic notes dated (B)(6) 2014 were received which indicate that patient was experiencing a recent increase in seizure activity. The physician indicated that it is likely that the battery is not functioning any longer since the patient was implanted in 2006. The patient was referred for prophylactic generator replacement. The clinic notes mention that the patient¿s generator was interrogated and settings changes were performed in an ¿organized fashion¿ and was completed without complications. Although surgery is likely, it has not occurred to date.